Manufacturer narrative:
(B)(4). There was no reported alleged device malfunction. It should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring, or skin discoloration).

Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, the patient experienced a skin reaction under sensor adhesive. Patient described the skin reaction as redness around the naval. Patient has been experiencing redness under sensor adhesive since (B)(6) 2015. Patient treats the affected area with desonide ointment, prescribed by his physician on or approximately, (B)(6) 2015. Patient applies prescription to affected area after sensor patch removal. It is unknown if patient uses skin barrier prior to sensor insertion. No additional event or patient information is available.